Manufacturer narrative:
The investigation determined that a higher than expected b-hcg result was obtained from a single patient sample when using vitros immunodiagnostics product b-hcg ii, reagent lot 4720, on a vitros 5600 integrated system. The assignable cause of the non-reproducible higher than expected patient sample result could not be determined with the information provided. Qc fluid results were not provided for review. Therefore, the performance of the vitros b hcg ii reagent lot 4720 cannot be verified and cannot be entirely ruled out as a potential contributor to the event. No precision testing was performed on the vitros 5600 integrated system; therefore, instrument performance at the time of the event could not be verified. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected b-hcg result was obtained from a single patient sample when using vitros immunodiagnostic product total b-human chorionic gonadotropin (tot b-hcg) ii, reagent lot 4720, on a vitros 5600 integrated system. Patient 1, sample 1 vitros b-hcg ii result of 44.05 miu/ml vs. The expected result of <2.39 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected the higher than expected b-hcg ii result was not reported by the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 613909.